Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument for failure analysis evaluation. The instrument showed blade damage at its midpoint, with an indentation along one of the blade edges. This indentation caused the instrument to fail the cut test. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy procedure, the blades of the monopolar curved scissors (mcs) instrument were blunt, resulting in tissue being torn rather than cleanly cut. The affected tissue included the posterior aspect of the prostate near denonvilliers' fascia and the anterior bladder wall. The torn tissue resulted in unexpected bleeding of less than 50 ml, which was managed using diathermy with a bipolar instrument, since the mcs instrument was ineffective in cutting. The mcs instrument was replaced, and the procedure was successfully completed robotically.